Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Inappropriate atrial tachy response (atr) episodes were noted due to ra noise and oversensing. Boston scientific technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update evaluation coding.

Event description:
It was reported that this pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Inappropriate atrial tachy response (atr) episodes were noted due to ra noise and oversensing. Boston scientific technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported. Additional information was received which noted the patient had been brought back in to the device clinic for additional testing in which no cause of the high impedance measurements was determined. The patient will continue to be monitored remotely. No adverse patient effects were reported. Additional information was received which noted that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms. The device recorded a signal artifact monitoring (sam) episode due to oversensing of the minute ventilation (mv) signal on the rv channel. There was no indication of pacing inhibition. The device was reprogrammed. The device remains in service. No adverse patient effects were reported. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which noted the patient had been brought back in to the device clinic for additional testing in which no cause of the high impedance measurements was determined. The patient will continue to be monitored remotely. No adverse patient effects were reported.